Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out together with the device upon withdrawal after pressing button 2 during use. The procedure was then completed with manual compression. There was no reported patient injury. The device was used for endovascular therapy (evt) hemostasis following exchange to a 6 fr short sheath. The procedure was performed according to the instructions for use (IFU). The vessel diameter was reported as 5 mm or greater with no calcification, plaque, or stent in the proximal segment, and no stenosis of 50% or greater was observed. The physician had completed training and had experience with more than 10 prior uses. The product was stored in a temperature-controlled catheterization laboratory. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device will be returned for evaluation.